Event description:
It was reported by repair work order that the brakes could not be engaged from the head end due to a broken brake adjuster. However, the brakes could still be engaged from the foot end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.